Event description:
On (B) (6) 2008, the pt reported experiencing erratic blood glucose readings of 30-419 mg/dl. During troubleshooting, the pt reported that at times there are air bubbles in the insulin cartridge after insertion into the infusion device. She stated that she uses insulin cartridges for up to 11 days. She was advised to change the insulin cartridge every 6 days. The pt's husband performs cartridge changes for her and he stated that there are no bubbles prior to insertion. He stated that he does not adjust the piston rod of the infusion device prior to insertion. He was educated on the proper procedure. It was also suggested that they partially fill insulin cartridges to avoid using over 6 days. The pt was not experiencing any air bubbles at the time of the report. Upon f/u on (B) (6) 2008, the pt reported that she is still experiencing issues with air bubbles and she requested additional training. She stated that she has an appointment on (B) (6) 2008, with her physician and they will discuss erratic blood glucose readings. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.